Manufacturer narrative:
(B)(4).medications include:calcitriol 2.5mcg daily,calcium carbonate 300mg daily,docusate 17mg daily,epoetin alfa 1200 u three times/week,ergocalciferal 800u daily,ferrous sulfate 17mg every other day,levothyroxine 0.025mg daily,miconazole/zinc oxide topical as needed,multivitamin daily,potassium chloride 6meq daily,simethicone 40mg four times/day,zinc sulfate 7.5mg daily.

Event description:
Additional and clarification of information: per the facility nurse, the patient was not taken to the hospital until (B)(6) 2009. The patient was hospitalized from (B)(6) 2009 to (B)(6) 2009 with a diagnosis of bacterial peritonitis. The patient was diagnosed with peritonitis on (B)(6) 2009. The patient was admitted for peritonitis manifested by abdominal pain and fluid in the lungs. The patient was treated with vancomycin 10mg/kg times one dose, ceftazidime (dose unknown) and cefazolin 60mg/kg every twenty-four hours intravenous (IV) while in the hospital. Amlodipine 5mg orally daily and nifedipine 1.5mg every 4 hours as needed for elevated blood pressure were ordered. The nurse reported that the mother had changed the transfer set non-aseptically, which the nurse believed contributed to the peritonitis. The mother was retrained. The patient was manually drained to treat the fluid in the lungs. The patient was discharged on (B)(6) 2009 and the peritonitis and fluid in the lungs had resolved. The patient was started on hemodialysis on (B)(6) 2009 and dianeal was discontinued. On (B)(6) 2010 the patient resumed peritoneal dialysis using dianeal pd2 ambuflex (7.5l/day) and hemodialysis was discontinued. The nurse reported that the events were not related to the dianeal solution or the devices. The physician's history and physical dated (B)(6) 2009 indicates: the mother indicated the pd catheter had been working fine until the evening prior to admission. The mother had been able to put fluid into the catheter, but not remove fluid from the catheter. The patient had an elevated blood pressure (bp) (134/82) in the clinic. Nifedipine 1.5mg was administered one time. The mother indicated the patient did not take blood pressure medication and the systolic pressure had been in the 70s at home. The patient had been afebrile, with no congestion or runny nose. The patient reportedly experienced several episodes of non-bloody diarrhea on (B)(6) 2009. The mother reported the patient had been more irritable.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 2. The technical service representative (tsr) had the care giver (cg) close all of the clamps and transfer set, cycle the power off and on to system error 2367, cycle the power off and on again to press go to start prompt. The tsr explained the alarms and the cg stated that the patient line leaked and the home patient (hp) did not disconnect. The tsr explained to discard all of the supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish tonight's therapy manually. The hc unit was operational. No patient injury or medical intervention was reported. A follow up call was made to the hp's father who stated that the patient line leaked and that the bedding was all wet. The father stated that the hp was being taken to the hospital due to belly pain and stated that he would be staying overnight there. The hp's father is going to hang on to the sample to send back for evaluation. On (B) (6) 2009, a follow up call was made to the home patient's nurse, who stated that the home patient is doing fine. The nurse stated that the mother admitted to the child (home patient) chewing on the line which is why it was leaking. The nurse stated that they treated the patient prophylactically and the patient has been doing fine. There was no patient injury or medical intervention associated with this report. On (B) (6) 2010, a follow up call was made to the home patient's father to check if the sample was sent back to baxter. The home patient's father stated that the sample got thrown away so there is no sample for evaluation. This writer asked the father if everything was going ok with therapy and the home patient's father stated that the home patient just got home from about a month in the hospital. The home patient was not able to drain. The home patient's father stated that they would fill the patient but instead of the fluid draining, it went into his lungs. The home patient was in the hospital for about two weeks and then a line was put in the home patient for him to have hemo dialysis which he was doing as an outpatient at the (B) (6). The home patient's father stated that the home patient started draining again about three days ago, is back on peritoneal dialysis and is on his way home after all of this. The father stated that they never did find a cause for all this. Treatment for the peritonitis included: cefazolin 50mg/kg every 24 hours and vancomycin 10mg/kg times one dose (date unknown).

Manufacturer narrative:
(B) (4). Initially, the parent indicated the sample was available to be returned for evaluation. At a later date, the parent indicated the sample had been discarded. The lot number is unknown and no companion samples are available.